Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced battery out limit and damaged battery cap. Customer's blood glucose value was 80-120 mg/dl. The customer had a problem where the pump would not hold the battery in properly. The customer wrapped the cap with toilet paper and screwed it in to make it work. The insulin pump will not be returned for analysis.